Event description:
During radio frequency ablation of a liver tumor percutaneously, pt incurred arterial bleeding in the liver an emergent embolization of the bleeding artery was performed with complete cessation of the bleed. The pt was hospitalized for five days and then discharged. The pt subsequently recovered with no lasting side effects.